Event description:
It was reported that the distal tip of the driver sheared off during a procedure. The tip was retrieved. There were no patient symptoms or complications reported as result of this event.

Manufacturer narrative:
The device is currently being evaluated. A follow up report with the results of the investigation will be submitted upon completion.